Manufacturer narrative:
No complaint was received with the return of this device; failure event observed during analysis. Final analysis found a partial lead measuring 59.5 cm with the distal tip returned for analysis. External insulation abrasion was noted from 5.5 cm to 6.7 cm from the distal tip. This abrasion is consistent with friction against another implantable device or feature of the heart. External insulation abrasion was also noted from 42.0 cm to 42.2 cm from the distal tip, consistent with friction against the implantable device can. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.